Manufacturer narrative:
Reference record: (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore a return sample evaluation is unable to be performed. Peritonitis is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. Patient experienced abdominal pain after eating which got worsened on (B)(6) 2015. Patient also suffered from constipation and obstruction. It was reported that patient was treated with different laxatives and enema. Report on 22 mar 2017 indicated that a chemical peritonitis was suspected and was further investigated. Report on 27 mar 2017 stated the patient has been discharged. No additional information regarding suspected peritonitis was provided.